Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument was bent on the distal top, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the prograsp forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided. This complaint is considered as a reportable event due to the following conclusion: it was alleged that the prograsp forceps instrument and cannula were removed together due to the instrument being bent on the distal end. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if a fragment did fall into the patient. At this time, it is unknown what caused the instrument to become bent.

Event description:
It was reported that during an unspecified da vinci-assisted surgical procedure, the prograsp forceps instrument was being used as the retractor arm when the surgeon noticed that it was bent on the distal top and had to pull the instrument at the same time to remove. A backup instrument of the same type was used, and the procedure was completed with no reported injury. The prograsp forceps is a multiple-use endoscopic instrument with a grasping tip to be used in conjunction with the da vinci system. The instrument is designed to grab, manipulate, retract, and dissect tissue during a da vinci assisted surgical procedure.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the instrument was inspected prior to use with no issues identified. The instrument wrist unable to be straightened due to physical damage causing the he instrument and cannula to be removed together. The arm and the instrument had to be port clutched out to remove from the patient. The port incision did not need to be increased and that no fragments fell into the patient. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken main tube to be related to the customer reported complaint. The prograsp forceps instrument was found to have the main tube broken. A piece measuring proximately 0.310¿ x 0.150¿ was not returned with the instrument. This failure is typically associated with mishandling/misuse. Damage during use may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.